Event description:
Per the clinic, the patient experienced an infection at the incision site. The patient was treated with oral and topical antibiotics (specific date and duration not reported). The patient was also reportedly hospitalized overnight twice (specific dates and duration not reported) for a wound cleaning and surgical removal of granulation tissue and purulent skin lesions on (B)(6) 2025 and (B)(6) 2025. The device was explanted on (B)(6) 2025 and reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached.